Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product or log were returned for evaluation.

Event description:
Clinical rationale: an impella rp flex device was inserted via the right femoral vein in a 78-year-old male patient presenting with cardiomyopathy, scai shock stage e, with a history of known coronary artery disease (cad). During support, the rp flex generated a high purge pressure alarm. In response, the heparin concentration in the purge fluid was increased from 12.5 units/ml to 25 units/ml. The physician was not interested in the tpa option due to active bleeding. The patient was not receiving systemic heparin because of this bleeding, although the act remained above 160 throughout support. The device was removed following the family¿s decision to withdraw care as the patient was not progressing and became increasingly critically ill. The patient expired after withdrawal of care. The reported high purge pressure had no impact on the patient¿s hemodynamics. The reported major bleed requiring hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The death will be conservatively reported to the impella rp flex; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical condition as they presented in scai stage e cardiogenic shock.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.